Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain and symptoms have reportedly not improved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is in the process of recovering. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly taking medication for the issue. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's issues have reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain in the head, leg, waist, back, and shoulder with and without device use, beginning seven months ago. The recipient is also experiencing headaches and the inability to walk. Prolonged device use aggravated symptoms, so the recipient ceased device use. The recipient is on several medications, however, the issue has not resolved. There is no head injury and no sign of redness, irritation, or infection. On (B)(6) 2020, the recipient's device was explanted. The recipient was not reimplanted. The recipient has recovered from surgery.